Event description:
It was reported that customer experienced repeated cartridge alarms on several dates, including alarms with consecutive cartridges, despite using up-to-date pump software. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, and instructed customer to place pump into storage mode and return it within 10 days using provided packaging, then to program pump settings and reconnect continuous glucose monitor on replacement pump.